Manufacturer narrative:
This report is submitted on july 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the electrode array was found to be partially inserted into cochlea, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.